Manufacturer narrative:
The reported complaint was not verifiable. Diligence for the return of the unit has not been successful. The unit would be required to be returned to provide a quote for the repairs. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). The user facility¿s biomedical engineer (biomed) found the housing was damaged when he was troubleshooting.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the sternal saw was tripping the breaker. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.